Event description:
Customer reportedly received results of 95 mg/dl and 230 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.